Manufacturer narrative:
Analysis of the programmer (s/n (B)(4) revealed that the digital boards were corroded. Method/result/conclusion codes pertains to the programmer (s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a consumer reporting that the replacement programmer resolved the inability to power on the implantable neurostimulator (ins) and tremors.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer got ran over and now wouldn¿t power on so they couldn¿t turn on stimulation. The patient said their tremors had been bad for at least 3 weeks since they lost their programmer. An email was sent to repair and the patient would be receiving a replacement in the mail.